Event description:
The customer reported that the system wold intermittently shut down without command. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ips power supply and cpu card were evaluated and replaced. The system was tested and found to be working as intended.